Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reports that the balloon came off the cannula and the pt was recannulated the next day at the hosp. The tube was replaced without incident.